Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, patient interface 8253200 response 3.0, serial: na, UDI: na ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, nim console was providing an intermittent "electrode off" message as well as random feedback while in surgery. Site was using an emg tube. Site had rebooted nim with no change. During the electrode check they found that the return and stim 1 electrodes passed while the vocalis 1 and 2 electrodes were intermittent. Site was able to temporarily pass electrode check by adjusting the tube placement. After passing they would still see intermittent "electrode off" and random feedback in monitoring. Site reseated electrodes into pi box, and confirmed no wires passing over that of the nim. Site confirmed tube was not kinked. After reseating the pi box into the back of the console they were able to continue. Electrosurgical device was being used during the event. There was no patient impact.

Event description:
Additional information received stated that competitor's tube was used with nim device and that was causing the issues. Also, user unplugged the pi cord from the back of the 3.0 and then plugged it back in to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.